Event description:
This customer reported that they got a "cannot analyze ECG" message. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported that they got a "cannot analyze ECG" message. There was no report of negative pt impact. A philips field service engineer confirmed the reported symptom. The philips field service engineer reloaded software to resolve the symptom.